Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer was hospitalized to have a sensor cannula removed from her body. Blood glucose level at the time of the incident was 100 mg/dl. The caller agreed to return the remaining sensors and was advised that they would be replaced.